Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported carelink transmission did not get to the doctor's office. Noted that interrogation being done on bare skin. Suggested that patient put shirt on and do a transmission. No patient complications were reported as a result of this event.